Event description:
Healthcare professional reported ¿silicone granuloma right capsule," and "a trace amount of peri-implant fluid only present on the right predominantly within the implant fold." The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and granuloma.

Event description:
Healthcare professional reported ¿silicone granuloma right capsule," and "a trace amount of peri-implant fluid only present on the right predominantly within the implant fold." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-breast: unable to observe since it is not related to the device. Granuloma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.